Event description:
It was reported that 1 or 2 minutes into a transurethral microwave treatment the procedure was aborted. Upon removal of the cooled thermocath (ctc) catheter a leak was noticed in the location balloon. No pt injuries occurred and the pt status is reported as "fine".